Event description:
The reporter did back to back blood glucose tests, using the same finger stick. Reporter's results were 372 and 75mg/dl. Reporter did not have any symptoms. During troubleshooting, reporter did blood glucose tests while on the telephone with results of 344 and 342mg/dl. On followup, reporter described an accurate technique of applying blood. No harm was alleged.